Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl, and the meter bg reading was 48 mg/dl. Bg level of 48 mg/dl was due to turning off the basal suspension feature after experiencing the inaccuracy. Juice and carbohydrates were consumed to treat bg level. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen. A replacement sensor was sent to the customer.